Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the pump battery compartment was observed to be cracked from the top of the cover. The returned battery cap was confirmed to be able to secure appropriately to the pump for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. The pump was evaluated by product analysis and found that the battery compartment was cracked. This report is made based on the results of the evaluation completed on 08/05/2015.